Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown but had been due to user error. Customer¿s blood glucose was 285 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.